Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The pcb was replaced and sent for in-house evaluation. The system was then tested and met all product specifications. The pcb has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "the system display turned black during surgery" (no display or display failure). The customer reported the system display turned black during surgery. The system was rebooted and the case was completed as planned. No patient injury was reported.